Manufacturer narrative:
Returned device was received with lcd on pcb was blank. Enclosure was stained in water tank, both tanks were cracked, line cord was worn and pole clamp handle was broken. During the evaluation of the device the customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that the display doesn't work on a smiths medical fluid warmer.